Event description:
It was reported via repair work order that the bed was stuck in trend and could not be lowered to minimum height due to the cpu connectors being swapped. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.